Manufacturer narrative:
Angiodynamics has received notification that we no longer are eligible to participate in the alternative summary (asr) program for the product families of vortex and smartport. This retrospective MDR is being filed at this time based on the new ineligibility notice, dated june 12, 2017. The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on november 21, 2016: on removal a patient's port, the port tubing very rough and adhered to subcutaneous tunnel when port removed. Removal of the entire length of tubing required a second incision. The patient has been diagnosed with acute lymphoblastic leukemia (all) and was (B)(6) at the time of the event. The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.

Manufacturer narrative:
Returned for evaluation was a vortex port. A visual/microscopic exam noted the vortex port contained bio material {blood} inside and out. Visual inspection of port was performed using magnification. The port was received with the catheter tubing attached to the catheter and a fractured piece of tubing. There was an amber colored precipitate observed on the outside of the catheter tubing. A curve in the catheter tubing was observed. Dimensional measurements were taken on the catheter tubing. The dimensions were within manufacturing specifications. The customer's reported complaint description of "difficult to remove and catheter fractured " is confirmed. The port was returned with catheter tubing attached and the catheter was fractured at the 8.3cm mark. The distal portion of the catheter tubing was also returned. The catheter segments returned revealed an amber colored, crusty fibrin sheath/precipitate and the fractured ends were observed irregularly torn. A review of the lot history records was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirmed that the packaging lot and all component lots met all material, assembly, and performance specification. A root cause for this event cannot be determined although it does not appear to be manufacturing related. The most likely root cause is the patent's anatomy and drugs used during treatment. The instructions for use, which is supplied to the user with this catalog number, contains the following statements: potential complications: catheter fragmentation and catheter pinch-off. Catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Pinch-off syndrome: pinch-off syndrome signs may include difficulty in aspirating blood, resistance to flushing or infusion of medications or fluids that improves with position changes, infraclavicular pain and/or swelling with catheter flushing or infusion palpitations, sudden onset chest pain, cardiac arrhythmias, extra heart sound, chest wall swelling at the port pocket, vein insertion site, pain in shoulder or port area not associated with swelling, cough, paresthesia of arm on side of catheter withdrawal occlusion or swishing sound with catheter flushing. Warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Note: if infusion or aspiration is successful upon lifting arm above the head and turning the head, consider pinch-off syndrome as a possible cause. The line should be radiologically evaluated if pinch-off syndrome is suspected. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).